Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2022, the patient experienced instability and loosening of the tibia. This adverse event was treated by a revision surgery on (B)(6) 2023, in which a legion rev tib {} base w/jrny lock sz 2, sc hm st 1-2 10mm ltmd rtla, sc hm st 1-2 10mm ltla rtmd, gii 4mm fem offset coup w/slv, lgn pressfit stem 12mm x 160mm and jrny ii cr fem ox np lt sz 5 were exchanged for a competitor's devices. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. However, the clinical/medical investigation concluded that, the unlabeled x-rays confirm the radiolucency at the proximal end of the tibial component. However, based on the information provided, the definitive clinical root cause of the reported instability and loosening of the tibia cannot be determined. It is also unknown the diagnosis of the reported total knee arthroplasty in (B)(6) 2022 and if this was the initial total knee arthroplasty vs a revision due to the ¿revision¿ components implanted. It is unknown if the size selection, placement of the component or factors from a possible previous procedure or the patient comorbidities contributed to the reported event. The patient impact beyond the reported instability, loosening of the tibia and subsequent revision for competitor¿s components could not be confirmed nor concluded. The patient¿s health status is unknown. Since all the smith and nephew have been removed from the patient, no further medical assessment can be rendered at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed devices. A review of the instructions for use documents for journey ii revision knee system revealed that looseness of components has been identified in the possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/ or migration of the components; muscle and fibrous tissue laxity can also contribute to this condition. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.